Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to the pump not receiving readings from the non-tandem continuous glucose monitoring system, the customer experienced multiple, intermittent occurrences of elevated blood glucose (bg). A specific bg value was not provided. Customer administered manual injections to resolve the issue.